Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable, due to lack of use as recommended. As a result, the patient may undergo surgical intervention at a later date.